Event description:
It was reported to philips that the system was unable to perform geometry movements. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned, non-emergency procedure, which was completed after restarting the system. During the on-site inspection, the philips field service engineer (fse) found that the system could not perform geometry movements. Troubleshooting revealed that users occasionally experienced the table stopping and becoming unresponsive after a restart. However, moving the tabletop and restarting the system restored normal functionality. Analysis of the error logs showed that the tabletop's longitudinal position sensor was inadvertently triggered when the table was tilted, causing the system to detect an abnormal position and halt movement. Once the tabletop was adjusted, the sensor returned to its normal state, and the system operated correctly. Further clarification indicated that the issue occurred because an accessory from a third-party device was placed under the table, interfering with the potentiometer cable. After removing the accessory, the system functioned normally without further errors. The system was then restored to full operation and returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. As such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.